Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and sought assistance for a supply change for a cd/23" set; the user utilizes an inset and completed the supply change without incident, and no device alerts or alarms occurred. User's blood glucose was still elevated following a supply change so they decided to administer a manual injection and disconnect from the ilet. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization or emergency care. Investigation included complaint-handling review and user troubleshooting and education. Investigation of this case revealed that the device was functional and that the cause of hyperglycemia was unclear. It was concluded that the event was not attributable to a device malfunction and that no further action was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.